Event description:
The customer contacted baxter's service center regarding assistance with ending therapy; which occurred on the homechoice (hc) during fill 1 of 4. The home patient (hp) reported that the patient line had become disconnected. The fill volume was showing 1520ml, and the hp stated the floor was wet. The hp had no idea if any of the solution got onto them, but they do not think it has. The technical service representative (tsr) assisted the hp with ending therapy. The hp was told to start over with new supplies. Baxter product surveillance contacted the hp on (B)(6) 2012 the regarding reported problem. The hp stated that they believe they did start over with new supplies, and they were able to continue as normal. The hp stated they are not sure if it was a supply issue that caused the disconnection or if it was their fault. The hp stated they do not remember noticing anything different with the supplies. The hp stated they really could not remember much of such an event, and no further information was provided. They stated therapy is going fine. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was not available; therefore, the reported condition could not be confirmed and the cause was undetermined. A batch review was not conducted as the lot number was not provided. Baxter will continue to monitor similar reports to determine if further actions are required.